Manufacturer narrative:
(B)(4).

Event description:
The patient's daughter stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). Erroneous results were measured with two different test strip lot numbers (lots 23547622 and 25032221). (B)(4). At 2:37 p.m., the patient tested a sample on his meter with test strip lot number 23547622 and the result was 5.5 inr. At 2:50 p.m., the patient tested a sample on his meter with test strip lot number 23547622 and the result was 3.9 inr. The patient was advised to try using a different bottle of test strips. At 3:10 p.m., the patient tested a sample on the meter with test strip lot number 25032221 and the result was 4.3 inr. The patient was then advised to try testing with the home health nurse's coaguchek xs professional meter (serial number (B)(4). At 4:30 p.m., the patient tested a sample on the nurse's meter, resulting as 4.1 inr. At 4:42 p.m., the patient tested a sample on his meter with test strip lot number 25032221 and the result was 5.4 inr. No adverse events were alleged to have occurred with the patient. The patient's doctor was consulted and the doctor believed the result of 4.1 inr from the nurse's meter to be correct. The doctor did not use any results from the patient's meter. The doctor instructed the patient to withhold coumadin medication on (B)(6) 2018 and (B)(6) 2018 based on the result from the nurse's meter. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies or lupus. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has been unchanged. The patient takes 2.5 mg. Of coumadin 2 days a week and 2 mg. For 5 days a week. The patient has had no new medications, no new illnesses, and no changes in diet. The patient has no bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
Relevant retention test strips (lot 235476-22) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter and test strip vial (with one remaining test strip) were returned for investigation. The returned meter and test strip as well as one master lot strip was tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.1 inr. Donor 1 hct: 44%. Donor 2 hct: 48%. Testing results: donor 1: master lot: 2.1 inr. Customer strip and meter: 2.1 inr. Donor 2: master lot: 2.1 inr. Customer meter and master lot: 2.1 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. Upon review of the meter memory, the only results from (B)(6) 2018 that can be observed are 3.9 inr and 4.3 inr.